Event description:
It was reported that the device was used during a myomectomy procedure. The staples did not form properly. It is unknown how the case was completed. There was no consequence to patient.